Event description:
The biomedical engineer (bme) reported that the multigas unit was getting a gas device error. They already replaced the water trap and the lines, but the issue persists. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was getting a gas device error. They already replaced the water trap and the lines, but the issue persists. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 08/07/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/12/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor model: ni sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was getting a gas device error. They already replaced the water trap and the lines, but the issue persists. Not in patient use. Investigation conclusion: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 08/07/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/12/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor: model: ni. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was getting a gas device error. They already replaced the water trap and the lines, but the issue persists. Not in patient use.